Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75-year-old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage c was supported with an impella cp via right femoral arterial access. The patient experienced persistent groin access site bleeding following ICU transfer during impella support. Although no device involvement or malfunction was identified, the bleeding was attributed to the impella access site in the context of anticoagulation therapy and patient specific anatomical factors. Hemostasis was not achieved, but the patient remained stable, survived to explant, and escalated to an impella 5.5. The patient remains on support at the time of reporting.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.